Event description:
Per the clinic, the patient's receiver/stimulator and ground electrode, along with a portion of the main electrode, had extruded. The device was subsequently explanted on (B)(6) 2026. As of the date of this report, it is unknown whether there are plans for reimplantation.